Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence, menorrhagia, hypermobile urethra and cervical dysplasia. It was reported that the patient had the concurrent procedures of diagnostic hysteroscopy with dilation and curettage, novasure endometrial ablation and cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and other. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.